Manufacturer narrative:
(B)(6)

Event description:
The customer received questionable high glucose results for one patient from two accu-chek inform ii meters. At 14:10, the result from meter 1 ((B)(4)) was >33.3 mmol/l. At 14:22, the result from meter 2 ((B)(4)) was 24.6 mmol/l. At 14:30, a venous sample was sent to the laboratory and tested on a cobas c702 module and the result was 7.2 mmol/l. This result was believed to be correct. The patient was not treated based on the high results from the meters. There was no allegation of an adverse event. Quality controls were performed successfully. A 20 patient correlation was performed between both meters and the laboratory. All results were within allowable limits.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.